Event description:
The manufacturer received information alleging trilogy ev300 ventilator display is blank. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint of "display blank" was confirmed. The device was evaluated by a remote biomedical engineer, and it was determined that the system does not meet the specification for the performed service and is not returned to use. The technician recommends the printed circuit board assembly and display be replaced to address the issue. Follow up repairs are required. If any additional information is received, a follow-up report will be filed.